Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause appears to be use related flexural fatigue damage. The product returned for evaluation was one 4fr single-lumen powerpicc solo catheter. The catheter contained depth markings 0cm-36cm. Usage residue was seen throughout the sample, with adhesive residue being noted to extend distally up to approximately the 4cm depth marking. The 0cm-6cm depth markings were observed to be completely worn from the catheter. A partial circumferential split was observed just proximal to the 6cm depth marking as well as between the 7cm and 8cm depth markings. The catheter was patent to infusion using water from a 12ml syringe, with leakage found emanating from the split sites. Tactile inspection of the sample revealed that the splits occurred opposite partial circumferential kinking impressions. The catheter kinked preferentially at the sites of the impressions during manual manipulation. Microscopic examination of the split sites revealed stress discoloration at the corners of the splits, as well as on the opposing inner catheter wall as observed when bending the catheter. Buckling of the catheter material was observed in the vicinity of the splits. The cross-sectional area of the split sites was granular with rounded fracture edges. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The IFU for this device cautions ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyk0243 showed one other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Supposedly - on (B)(6) 2015 a 4 fr PICC solo catheter was implanted in a patient - allegations made that on (B)(6) 2015 the catheter was withdrawn 2cm r/t; then on (B)(6) 2015 the catheter was reportedly withdrawn to 4cm at skin level. However it was reported that on (B)(6) 2015 the supposedly the patient underwent to a CT scan with contrast media through the PICC and during the procedure allegedly a leak of contrast media was noted on the PICC approximately 7 cm from mark 0. Supposedly, the PICC catheter was removed immediately. Reportedly, there was no health hazard caused to the patient reported.